Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that biogx sars-cov-2 osr for bd max system reported a false negative. The patient was retested and a positive result was confirmed.

Manufacturer narrative:
Investigation summary: investigation (B)(4) was completed on 2020-06-11. It concerned biogx sars-cov-2 discrepant results on one patient sample and consisted in verification of the complaints history, analysis of the customer data and verification of the manufacturing data for the bd max¿ exk¿ tna-3 kit lot 0091416. The complaints history showed no other complaint on bd max¿ exk¿ tna-3 kit lot 0091413. In the last twelve months, 9 other complaints were received on the bd max¿ exk¿ tna-3 assay for this issue (discrepant or false negative results), with potential causes linked to limit of detection of partner kits or alternative method. The final kit qc performed on the bd max¿ exk¿ tna-3 lot 0091413 was as expected. The final kit qc test passed the requirements for release and use. This kit lot was within the trends of the qc results for the last 12 months. Since the customer uses the bd max¿ tna-3 assay with an external master mix kit (biogx sars-cov-2 reagents for bd max¿ system) not available at bd, the retain material was not tested. Without the master mix to verify the amplification, retain material testing would not provide more information for the current issue. Analysis of the curves showed that the sample truly gave a negative result when tested in run 1134. When retested from the same sample as well as recollected sample, it gave late but true amplification of the n1 and n2 targets. The most likely cause of the discrepant results is the presence of sars-cov-2 at a low concentration, near the limit of detection of the biogx assay. The reagents were not suspected to be in cause. There is no need to update the reagent risk management file. Potential cause for false negative result have already been identified and documented into the risk management file document (B)(4). The current risk assessment also remains relevant.

Event description:
It was reported that biogx sars-cov-2 osr for bd max system reported a false negative. The patient was retested and a positive result was confirmed.